Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.